Event description:
It was reported that during equipment testing by the customer at the user facility, the device would not turn off. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The service technician was able to functionally evaluate the device and noted run on. During disassembly, visual inspection confirmed that the potting was too high causing the pedal to remain stuck after pressure was released.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device would not turn off. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.